Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: (B)(6) 1999. Product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the pump and catheter were replaced on (B)(6) 2020. The devices would not be returned. The pump reached end of life and since the catheter was not patent they decided to replace everything. The patient was doing well after surgery. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 1999, product type: catheter. Product ID: 8709, serial/lot #: (B)(4), ubd: 19-apr-2001, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider and consumer via a company representative regarding a patient who was receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that a physician had notified the company representative of the case. The event occurred during device follow-up. The patient started going to a new physician. It was noted that at the last couple of pump refill appointments with the old pump managing physician, there had been a couple more cc¿s of drug withdrawn from the pump than the tablet stated. There were no signs or symptoms. Environmental/external/patient factors that may have led or contributed to the issue were indicated as having been not applicable. A catheter access port study was to be performed on (B)(6) 2020 to rule out possibilities. As of the date of the report, it was unknown if the issue was resolved. The patient was without injury regarding their status at the time of the report. The patient¿s weight and medical history were noted as having been requested but were unknown. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. Additional information was received from a company representative on (B)(6) 2020. It was indicated that they were unable to know or find out what the volume discrepancies were at the time of refills for this patient. This patient was a new patient of the physician from another state. It was noted that the patient reported this to their new physician and that physician reported the event to the company representative. It was further reported that a catheter access port (cap) study was attempted on the day noted and aspiration not successful. They were replacing the whole system (pump & catheter) on (B)(6) 2020. The device was to be returned if the hospital did not keep it for their evaluation. It was indicated that the patient does not report any other issues at this time. No further patient complications have been reported as a result of this event.